Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-06790. It was reported the pt stopped charging and using her ipg approximately one year ago. The pt stated she felt stimulation down her legs but not enough on her back. Consequently, her ipg became depleted and is inoperable.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.